Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an arch aorta pseudoaneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctagac) and a najuta stent graft with a 22 fr gore® dryseal flex introducer sheath (sheath). During the treatment, the 12 fr sheath was used at a left side, a ctagac was implanted from just below a left common carotid artery and a najuta was inserted proximally. Angiography revealed no endoleak. The najuta was implanted. Angiography revealed no endoleak. The left subclavian artery was embolized using avp2-12 plugs. An angiography revealed no endoleak. However, an anterograde flow was noted at the origin of the left subclavian artery. An access angiography revealed a dissection from the distal left common iliac artery to the left external iliac artery. To treat the dissection, a epic 8 mm x 8 cm was implanted. The patient tolerated the procedure. The physician stated that regarding the dissection, it was suspected. The blood flow was no problem however the bare metal stent was implanted just for safety because the dissection area was long. Reportedly, the vessel diameter around the dissection were 6.6 mm - 9.1 mm.